Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n282959, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: adapter. Product ID 3998cws, lot# n26945, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) and leads were removed because the device stopped working to relieve pain. There was no fall, trauma, positional movement or environmental exposure related to this issue. The explant resolved the issues as the patient no longer had any devices implanted. They were waiting to make sure there was no mrsa related to the device/ leads. There was a sudden change in therapy noted. The patient had a lack of effect and pain. The patient did not know when the pain returned as the device initially worked well. Additional information from the patient noted the stimulator had worked great to start but she was not sure how long. She could not give a reason for it quitting. She met with a manufacturers' technician for the problems 8-10 times at least. Each time, it worked for anywhere from 1hour to 6hours then it quit again. The patient was indicated for post lumbar laminectomy syndrome and spinal pain. No further information was provided about this event. If additional information is received, a follow up report will be sent.